Event description:
It was reported that two years following the original implant procedure, the right ventricular (rv) lead exhibited high, out-of-range pacing impedance (>3,000 ohms). It was suspected the rv lead conductor had fractured. Additionally, it was alleged that this right atrial (ra) lead had dislodged from the implant location. A surgical revision procedure was performed. During the procedure, the physician observed that both the rv lead fracture and ra lead dislodgment were most likely due to twiddler's syndrome. The rv lead was surgically capped and abandoned. A replacement rv lead was subsequently implanted. The ra lead was surgically explanted and replaced to resolve the event. The ra lead was disposed and is not expected to be returned for analysis. The rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse effects.